Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ch-tube has foreign objects, foreign matter is present in the control unit, nozzle has foreign objects. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. Additionally, the most probable cause for the malfunction found during evaluation could not be established. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use IFU were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited the instrument not coming out. The event occurred during the reprocessing. There were no reports of patient involvement.